Event description:
The customer reported that a heparin 250 ml bag emptied faster than expected. The pt had a stat ptt blood draw and the result was unspecified but reported to be above the therapeutic range however, no medical intervention was prescribed. The customer suspects the latch on channel "a" is broken and it may have caused a free flow incident. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.